Manufacturer narrative:
The axium prime coil will not be returned for evaluation as the implant coil remains in the patient and the pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium coil instructions for use (IFU): if axium¿ prime detachable coil repositioning is necessary, take special care to retract coil under fluoroscopy in a one-to-one motion with the implant pusher. If the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular anterior communicating artery aneurysm, this coil prematurely detached while repositioning during placement. It was reported that the physician tried to capture the detached coil with snare retrieval device, but the coil was pushed back into the aneurysm and secured there. The stent was implanted at the neck and procedure was completed. Total 5 coils were implanted in the patient and procedure was completed as planned. No patient injury was reported.